Event description:
It was reported that the customer's insulin pump delivered insulin quite a few times in a day without programming, which caused the customer a severe hypoglycemia in a number of times. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.